Event description:
(B)(4). Since essure I have had excruciating pelvic and hip pain. For almost two years I've complained of swelling and the feeling of contractions. Last october I had an hsg that determined two devices in one tube and a perforated device in the other tube. On (B)(6) my doctor performed a bilateral salpingectomy.